Manufacturer narrative:
(B)(4). Date sent: 8/29/2025. Additional information was requested, and the following was obtained: were any staples delivered into the tissue at all? Unk. What was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? Unk. Were there staples missing from the staple line (staples not present/visible on any portion of the staple line)? Unk. If no, did the device cut the tissue? Unk. Was there a patient consequence? No, there was no effect on the patient.

Manufacturer narrative:
(B)(4). Date sent 8/27/2025. D4 batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. B3: unknown; captured as awareness date. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, when firing, the staple at the root did not come out. Five shots were used, but the same event occurred no matter which cartridge it was used. The knife moves through normally, and only the staples are defects. The cartridge color was blue. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent 9/23/2025. D4 batch #487d51. Investigation summary- the product was returned for thorough evaluation, which included visual inspections and functional testing of the returned device. Visual analysis of the returned sample revealed that the tlc55 device was received with no apparent damage and with a reload loaded in the device. The reload was returned fully fired with the swing tab in locked position. Additionally, a photo was provided at product complaint level and it shows the device closed with a reload loaded with no apparent damage. The device was tested for functionality with a test reload and it fired, cut, and formed all the staples as intended. The staple line and cut line were complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 487d51, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent 9/22/2025. Corrected data d4: UDI#. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Date sent: 9/2/2025. Additional event information in this case, the staple at the root did not come out, but is it correct to understand that there were no problems with staple formation up to the tip? About three staples at the root did not come out, and only the knife moved through. Could you please tell us the surgical procedure used in this case and the area where the product was used? Two times small intestine resection. When using the product, did you notice any discomfort/abnormalities in its function? None in particular. When this event occurred, was there any bleeding or tissue damage? None in particular. What treatment was performed on the areas where the staples were not formed properly? In addition, the entry hole was cut with a linear cutter but the same problem occurred, finally the root area was avoided and the device could be fired. When additional suturing/re-suturing was performed, was there any change in the surgical procedure (e.g., extension of the incision)? Re-suturing was performed. Were there any problems with the patient's condition after surgery? None in particular.